Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid, with debris on the product. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. It was indicated there was dirt on the lens. Intraoperatively the lens was removed and the problem is reported as not resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: h11 - review of complaint information determined that the event does not constitute a serious injury to the patient, nor is this a malfunction which is likely to lead to a serious injury. Therefore, the event is not MDR reportable. Please disregard previous medwatch and supplemental reports. (B)(4).

Manufacturer narrative:
Claim (B)(4).